Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) had an episode of oversensing of noise on all three channels resulting in pacing inhibition. The noise appears to be electrical in nature and the patient reported feeling a tingling sensation in his hand while repairing a desktop computer during the time of the noise/oversensing. Otherwise, the patient was asymptomatic.